Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device and a photo for this malfunction have been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1618000 implantable port allegedly experienced a leak and obstruction of flow. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) female patient was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1618000 implantable port allegedly experienced a leak and obstruction of flow. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the 69 year old female patient was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and a photo for this malfunction have been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H10: g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1618000 implantable port allegedly experienced a leak and obstruction of flow. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the 69 year old female patient was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and a photo for this malfunction have been returned to the manufacturer for evaluation. The investigation is inconclusive for obstruction of flow and fluid leak. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.